Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, alpha I was explanted due to malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: an alpha I pump, two cylinders, and two pieces of detached exhaust tubing were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes and all strain relief of the pump, and on the exhaust tube of cylinder #1 and cylinder #2. Partial separations within abrasion are noted on the exhaust tube of cylinder #2, and on both pieces of detached exhaust tubing. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or both pieces of detached exhaust tubing. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.